Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving baclofen (2000 mcg at 805.06661 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was having increasing high residual volume discrepancies. The entire catheter was explanted.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.